Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced four infusion sets fell off events while during physical activity on date 01-june-2024, 03-june-2024 and 06-june-2024. The infusion set was in use for less than 1 day. Blood glucose level during first event was 150 mg/dl, for second event 250mg/dl, for third event 150 mg/dl and for fourth event it was 100 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1923531 - MDR 3003442380-2024-17072 - device 2 of 4